Manufacturer narrative:
H6: investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22055376. The feedback provided by the customer suggests the maxplus piston remained recessed and did not return to its original position after disconnection with a vigor preflush device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055376 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
It was reported while using bd maxplus¿ needle-free connector the needle valve became stuck. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: due to the infusion of anti-inflammatory drugs to the patient's left hip mass, the nurse found that the blue nipple could not bounce back without needle joint after sealing the tube on the patient at 11:00 on (B)(6) 2023, and it was replaced without causing any harm to the patient.